Event description:
It was reported that it was not possible to insert the saw blade into the handpiece. It was further reported that both tabs broke off at the mount of the blade. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. Lot number details were not provided to assist further investigation. Based on the information received and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.